Event description:
Device 5 of 7. Reference MFR. Reports: 1627487-2019-06695, 1627487-2019-06696, 1627487-2019-06697, 1627487-2019-06699, 1627487-2019-06741 and 1627487-2019-06745. It was reported patient experienced ineffective coverage of therapy. Trouble shooting did not resolve the issue. To address the issue patient underwent scs system explant .